Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. (B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an electrophysiology procedure. No imaging of the left common femoral vein was performed. Reportedly, both proglide devices had no sutures present when the proglide plunger was removed. Another proglide device was successfully preplaced using the preclose technique. The electrophysiology procedure was completed. Hemostasis was achieved using the successfully preplaced suture of the proglide device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.